Event description:
Facility alleges hemolysis. Report indicates that after 2 1/2 hour of dialysis treatment, a kink was noted at the dialyzer end of the arterial line. The line was repositionned and taped to remove the kink. A blood sample was sent for hemolysis evaluation following patient's complaint of chest pain and feeling hot. The result: positive. Patient was sent to the hospital for further evaluation and treatment. Upon phone conversation, staff reported that patient spent two days in hospital then was discharged; is at this time receiving dialysis treatment without problem. Doctor's report states: "pt has had problems with her access in the past and it will be checked as a possible contributer to hemolysis". Immediate supervisor commented that vital signs were late in being obtained. If done on time and the kink was there it could have been corrected. Facility report said they were not sure if it was the arterial or the venous line that had the kink. A report will be filed on the venous line also. In service given to staff.